Manufacturer narrative:
Event description: it was reported that the device can`t regulate the pressure. It was confirmed that a clamp test was performed before use and the error message pressure high/failure was displayed during use. Arthrex tubing ar-6425 was used with the device, which was discarded already. The reported event was confirmed. The service evaluation revealed that both inflow and outflow motor are worn out and the display is mechanically damaged. Furthermore, damages at frontpanel and housing have been found.

Event description:
It was reported that the device can`t regulate the pressure. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update avoe 10-jun-2021: it was confirmed that a clamp test was performed before use and the error message pressure high/failure was displayed during use. Arthrex tubing ar-6425 was used with the device, which was discarded already.